Event description:
A nurse reported that recently there was power fluctuations with inconsistent laser burns. There have been no pt injuries associated with the power fluctuations.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).